Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned syringe barrel, lot # 8401885. The particulate was identified as a hair in the fluid pathway. It measured 75.91 mm in length. This was likely introduced during component manufacturing or assembly. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported that a long hair was inside one of the syringe barrels. This was discovered prior to use and was not used on a patient.

Manufacturer narrative:
Based on the responses to the questionnaire, the site reported that the bayer medrad disposables that were involved were saved; however, they are being maintained by the site pursuant to a litigation hold letter and will not be returned unless ordered by a court. The offer of additional applications training was declined since the injector is no longer in use at the facility.

Event description:
Additional information was received from the site on (B)(6) 2017 in the form of a completed questionnaire. It was disclosed that the catheter was located in the right femoral artery, a spat was setup by the lead technician, no additional tubing (spat) was added and no problems were experienced during setup. A transducer was used, which was setup off-table and flushed by the lead cv technician, with no blood coming back into the transducer nor any setup issues with the transducer. The site indicated that the patient died on (B)(6) 2017. The cause of death was not disclosed.